Manufacturer narrative:
A total of three devices, the device involved in the incident and two unused devices with the same lot number, were returned for evaluation. The used device was received with the shuttle disengaged from the black handle, abutting the sealant. The sealant was on the catheter, covering the balloon distal tip as received. During the investigation, leak testing was performed and found no leak in the balloon. Subsequently, visual inspection revealed that there was no saline in the balloon, nor was in the inflation tubing. The condition of the returned device indicated that the balloon was not purged of air during the preparation step. Vacuum was drawn from the balloon, then the balloon was fully inflated with water and pressure was maintained. The inflation indicator performed per specification. The inflated balloon diameter was also verified and was noted to be within specification. The review of the lot history record (f1624204) indicated that the mynx device lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. The unused devices were received in the original sealed packages. The unused devices were visually inspected prior to simulating the balloon's functional testing. No anomalies were observed. Leak testing was performed on the balloon of the unused devices, the balloons were fully inflated with water and pressure was maintained. The devices also passed the deployment test and were deemed to be within specification. Based on the information provided and the investigation performed, the reported event may have been caused by incorrectly following the mynx instructions for use (IFU). The mynx IFU instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use and to pull lightly on the device handle to ensure the balloon is abutting the vessel wall during deployment. Failure to purge the device of air during the prep phase can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to pull through the arteriotomy. Related complaints: 3004939290-2016-00341, 3004939290-2016-00342, 3004939290-2016-00343.

Event description:
It was reported that four mynxgrip 6f/7f vascular closure device balloons ruptured on four different patients. This is report 1 of 4. The device was being used for femoral arterial closure following an interventional coronary procedure. The device was prepped according to the instructions for use (IFU). No visible damage was seen in the distal end of the sheath after removal. Manual compression was applied for 30-40 minutes to achieve hemostasis. The patient's hospitalization was not extended. Additional information was requested, but unknown.